Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). It was reported there was an instant jump from 130 to greater than 200 while monitoring one baby. The monitor/transducers were unavailable, as the device was in use and the biomed was not in the room. The rse suggested to the biomed to verify clinical claims and to swap transducers/fetal monitors if needed. In a follow-up phone call, the biomed indicated they had swapped the fetal monitor and transducers out, but the issue did not seem to change. The rse was advised by the biomed that they think there could be a clinical issue with the staffing and to close the case. No other explanation was given by the customer; therefore, the case was closed. Based on the information available and the testing conducted, the cause of the reported problem was not able to be determined. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI.

Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating that fetal is reading inaccurately. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.